Event description:
According to the reporter during a laparoscopic acute appendicitis procedure, the surgeon chose to detach the appendix and the cecum together. The first time the surgeon fired the handle and reload, it stopped midway during the firing process. The surgeon thought it was a problem with the reload and replaced it with a new one, but it still could not be fired normally. Then the surgeon replaced it with a new handle and completed the surgery. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egiaustnd, egiaustnd endogia ultra univ std stap (lot#: p4k1095s), egia60amt, egia60amt egia 60 artic med thick sulu (lot#: p4k1199s). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.